Event description:
Our customer reported that a female consumer reported to them that the pen needle would not come out of her arm, that there was no way to release the needle. She stated she would take it to the pharmacy where she purchased them for a refund. The consumer refused to give her name, contact information or any of her other details.